Event description:
The patient's implantable neurostimulator (ins) was in a power on reset (por) condition. The patient purchased a stationary bicycle and a few days later encountered the por. The ins was not at end of life. A health care professional interrogated the ins and did not see any error codes on the physician programmer. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).